Event description:
Secondary impactor handle broke during use. The surgeon was striking the metal plate on the end of the device and it fractured in his hand. We had just completed using the device and it was removed from the sterile field immediately after breaking.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been 1 other event for the lot referenced. A material analysis has been performed. The report concluded: "the impactor handle broke from an overload condition with the fracture propagating from the inside diameter of the impactor handle outwards. The handle shaft is a two piece construction that permits direct impact loading of the plastic molding. No material or manufacturing defects were observed during this examination." The reported event was confirmed. The reported device is under the scope of a CAPA. The investigation determined the likely root cause of the event to be a design issue. The radel handle, internal shaft geometry, and strike plate were redesigned to reduce the likelihood of farcture.

Event description:
Secondary impactor handle broke during use. The surgeon was striking the metal plate on the end of the device and it fractured in his hand. We had just completed using the device and it was removed from the sterile field immediately after breaking.